Event description:
The account alleged that the brakes were not holding on this bed. No injury reported.

Manufacturer narrative:
The account replaced all brake casters on the bed to resolve the issue.